Manufacturer narrative:
Procodes: krd/hcg. Conclusion: a non-sterile preshaped prowler14 45tip 2mrk microcatheter and og cmplx xtrasoft coil 2.5x5 were received coiled inside of a pouch with coil stuck inside the microcatheter. The part of the orbit galaxy that was received outside the microcatheter was inspected and it was found kinked at 44, 45 and 55.5 cm from the proximal end of hub. The embolic coil could be observed stuck between the compressed sections found on the body of the microcatheter. The introducer was received unzipped and it was found kinked and residues of dry blood were noted on it. The outer diameter (od) from the delivery tube was measured and was found within specification. The dimension measurements of the fusion od, support coil od and distal fusion od could not be performing since they were inside of microcatheter. The functional test could not be performed since the orbit galaxy was received stuck in the microcatheter due to the condition of the kink and the compressed sections on the body of the microcatheter. A review of the manufacturing documentation associated with this lot 17694774 noted that 1 unit was rejected due to the defect of the delivery tube (dt) kink/bent entire unit and it could be related to the reported complaint. However, the DHR review confirmed that the rejected units were properly segregated and discarded. The resistance of the orbit galaxy within the prowler 14 microcatheter was confirmed. The cause of the failure appears to have been due to the compressed section found on the microcatheter; however, the cause of these defects could not be conclusively determined. However, neither the analysis nor the DHR suggest that the failure reported could relate to the manufacturing process. Additionally, inspections are in place that prevents these kinds of damages leaving from the facility. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
During an intracranial coiling procedure of an unruptured aneurysm on (B)(6) 2017, the physician loaded an orbit galaxy xtrasoft 2.5x5 (640cx2505 / 17694774) into a prowler 14 microcatheter (606151fx / 17610385). While advancing through the catheter, the physician met significant resistance and could not push the coil out of the end of the microcatheter. The coil was removed and the physician attempted a second galaxy xtrasoft 2.5x5 from the same lot (17694774) and was met with the same issue of significant resistance. The second coil could not be removed and as a result, the physician removed the microcatheter with the second coil still stuck inside. A second prowler 14 microcatheter (unknown catalog and lot number) was inserted into the aneurysm with the attempt to deliver an axiom prime xtrasoft 1.5x4 (a non-codman product); this coil was also met with resistance within the new prowler microcatheter. The physician decided to abandon the procedure. There was no adverse event associated with the incident. The patient¿s status was reported to be unchanged and neurologically intact. Per the healthcare professional, the devices were used and prepped as per the IFU with all devices appearance being normal prior to and after the cancelled procedure. It was confirmed that a continuous flush was maintained through the catheters.